Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine was not allowing users to pull medications. A technical support specialist (tss) contacted the customer to obtain an update on the issue and was informed that the problem remained unresolved. The tss gathered additional details and confirmed that users were able to log in to the device but were unable to dispense medication. Further investigation was performed by accessing the server and reviewing user account settings, where it was identified that no areas were assigned for the affected facility. The tss proceeded to communicate with the customer to request the necessary updates to access areas. The tss received an update that medication could be removed using an override, while standard dispensing remained impacted. Additional follow-up was conducted with the pharmacy team, which confirmed that dispensing had been successful earlier. The tss relayed this information to the customer, after which confirmation was received, and approval was provided to proceed with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user informed that no medications appeared in the list when searching for medications under a selected patient profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.